Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "perforator driver w/hudson end was frozen" was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was frozen. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.